Manufacturer narrative:
Pt. Info: unknown, requested but not provided. Date of event: unknown, not provided. Catalog number: unknown, as the serial number was not provided. Serial number: unknown, information not provided. Expiration date: unknown, as the serial number was not provided. UDI number: unknown, as the serial number was not provided. If implanted; give date: unknown/not provided. If explanted; give date: unknown/not provided. Device manufacture date: unknown, as the serial number was not provided. The intraocular lens (iol) was not returned for evaluation. Therefore, a failure analysis of the complaint device cannot be completed. A review of the device history record, complaint trending, and risk documentation for this device will be performed. Upon completion of the review, if there is any further relevant information a supplemental medwatch will be filed. Attempts have been made to obtain additional information regarding the event; however, to date, no response has been received. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Event description:
It was reported that the intraocular lens (iol) had two large dents in the center of the optic. No additional information was provided.